Event description:
While running startup, the customer reported a clear leak at the vacuum waste chamber (vc1) on the coulter lh 500 hematology analyzer. The volume of the leak was reported as 5 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer by phone on (B)(4) and determined there was a cracked fitting on the top of the vc1 (vacuum chamber 1) and customer replaced tubing from vc 1 to the foam trap 3 (fmt3) to resolve the leak. (B)(4). Customer replaced tubing themself.